Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jun2020.

Event description:
It was reported there was a tidal volume of zero. There was no patient involvement.

Manufacturer narrative:
G4: 12oct2020; b4: 13oct2020. The field service engineer (fse) confirmed the flow sensor was defective. The fse replaced the flow sensor assembly and the issue as resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.